Event description:
It was reported that the patient was unhappy with the battery location and had requested a pocket revision. The pocket was opened; pus drained from the incision and the device was removed. The patient symptoms included drainage and incisional wound opening at the right side device pocket. The patient did not have a replacement. He would need to be on antibiotics for awhile. Patient outcome was not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).